Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1 date of submission 08/30/2016. Device evaluation:the pump has been returned and evaluated by product analysis on 08/06/2016 with the following findings: during testing, the pump powered on to a blank display. The black box and alarm histories were unavailable for review. An eeprom failure was found; causing the display issue. The initial complaint of a power issue could not be fully investigated due to this.